Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage inside the pump. The pump had cracked reservoir tube lip, scratched lcd window and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated that the pump alarmed button error and she was working out at the gym and the pump was in her bra. She stated she removed the battery but that did not help. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.